Event description:
Hernia repair surgery in 2000, 2001, 2004 with bard mesh monofilament knitted polypropylene lot 43ijd087 and lot 43eld173. Have experienced constant pain, complication such as bowel obstructions, adhesions and serious inflammations. Have had multiple surgeries to remove inguinal nerve, gallbladder, and nerve resections. Now in serious need of additional surgery for additional chronic lower right abdominal pain, and more adhesions in the gallbladder area. I need to know if there are any studies in the USA regarding this type of mesh, if there are any recalls in progress. All help and info is appreciated. I am seriously chronically ill, and have never experienced in pain relief from any of the above mentioned surgeries. I take multiple different pain medications and have became indigent from all the hosp and doctors bills, and am unable to work in my career as a professional in the mortgage industry. I am in serious need of help. Dates of use: 2000. Diagnosis or reason for use: #1 hernia repair, #2 hernia repair. Event reappeared after reintroduction? #1. Yes, #2. Yes.